Event description:
Dr. Had spread the grasping forceps to put countertraction on the peritoneal wall to assist with the insertion of the 5mm trocar on a lap chole. This is his usual practice. The trocar rubbed against the forceps and 1 (one) type of the forceps broke off. The pressure between the two instruments was not that great. The broken metal piece was easily removed.